Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Patient's identifier and weight were not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not applicable since the product was not returned. If the product returns, analysis will be completed and a supplemental report will be.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.